Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. A review of the device history record for sn (B)(4) was performed from 07/14/2017 to 07/14/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement.